Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for in-clinic follow up exhibiting increased right ventricular sensing and capture thresholds. A chest x-ray confirmed that the lead had dislodged and was pulled back. The lead was explanted and replaced. The patient was stable.